Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to inadequate device performance and incorrect placement of the implant. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.